Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Although there is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events. This event is being reported out of an abundance of caution.

Event description:
It was reported that after the completion of a transcarotid artery revascularization (tcar) procedure, the physician stated that the patient presented with stroke symptoms. The physician stated that the computed tomography angiography (CT scan) revealed the patient experienced a thrombus at the distal end of the stent. The physician elected to perform a secondary procedure to aspirate the clot with penumbra via tcar approach. No further information was made available.